Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed infusion set and a failure of the user to follow the ketone action plan.

Event description:
On 8/5/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/2/24. On 8/5/4 a beta bionics customer care agent followed up with the user about the event. The user was admitted to the ER with diabetic ketoacidosis (dka) due to a bent infusion set cannula, which prevented insulin absorption. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user reported feeling a headache and dizziness and was placed on an insulin drip during the hospital stay. After discharge on (B)(6) 2024, the user changed the infusion site and reported improved glucose control. The user had experienced a blood glucose level as high as 573 mg/dl for